Manufacturer narrative:
The reported event of failure to capture could not be confirmed. The pacer was received in normal working conditions with battery voltage above elective replacement indicator (eri). Electrical and mechanical analysis performed, including output/capture verification, indicated normal device functionality. Longevity assessment was performed and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported, several hours following the implant procedure, the patient felt unwell and presented with macrophage activation syndrome (mas), syncope and was hemodynamically unstable. A loss of capture (loc) was observed on the device upon review of the ECG monitor. A revision procedure was performed. The device was explanted and replaced to resolve the event. The patient is stable.